Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight to the spec, crease fold, deformation and voids in the gel. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: deformation is observed but have no relationship with manufacturing because the device was implanted.

Event description:
Physician reported pain, deformation and capsular contracture, baker grade IV to right side device. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Physician reported pain, deformation and capsular contracture, baker grade IV to right side device. Device has been explanted and replaced.